Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, alarm log review, and a power on self-test were performed. During the power on self-test and the alarm log review an f-38 alarm was identified. The alarm was caused by inoperative force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. The pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.